Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: before priming, all pressures can be calibrated normally. After using for around 2 hours, v-pressure sometimes jumped up to 800+ and sometimes the machine has yellow alarm ¿pven out of range¿. Pressure cable was changed but no change. Now the patient is off ¿vv ECMO¿. The set is ready for return. According to the end-users the oxygenator was not exchanged during use. They used the original oxygenator till the end. Internal reference: (B)(4).

Manufacturer narrative:
The returned sample was investigated in the laboratory of the manufacturer. An hls module advanced 7.0 has been returned. On the blood inlet and outlet side, clots are detected. Sample was cleaned with sodium hypochlorite. Leak test performed according lv 201. Of the venous pressure sensor shows a leak. Due to the leak on the sensor is a test with the cardiohelp not necessary. Examination of the mats is also not necessary. The membrane of the sensor was not glued properly. No further abnormalities could be detected. Conclusion: the venous pressure sensor shows a leak. Due to the leak at thesensor a test is not necessary with the cardiohelp. Examination of the mats is also not necessary. The membrane of the sensor was not glued properly. Thus the failure could be confirmed. The most probable root cause for this failure could be that the sensor was not glued properly. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).